Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was discovered before therapy product use. The device was pre-filled with unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between december 19, 2018 to december 19, 2018 to december 20, 2019. The device was received for evaluation containing approximately 100 ml of red color drug fluid inside the bladder. During visual inspection, small droplets of clear fluid were observed located on the inner wall of the device housing. These droplets are actually from condensation. No evidence of an actual leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.